Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: upon further investigation, it was determined that the event reported on this MDR was reported incorrectly as there was no blood loss reported. There will be no further updates on MFR#: 2937457-2019-03257.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a fresenius 2008t machine had blood rising to the p-ven port during the patient¿s hemodialysis treatment. The machine sounded a venous pressure alarm. The venous pressure was calibrated but continued to drop when they tried to pump. The patient was moved to another machine and did not experience any adverse effects as a result of this incident. Additional information was requested, however, to date not provided.